Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix e/x (device #1) may have caused or contributed to the reported event. The attorney alleges that the patient had unspecified injuries; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 12 years 2 months post implant of composix mesh e/x, patient was diagnosed with infection, erosion, hernia recurrence, adhesions, fistula, fibrosis and necrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, fistula and adhesions as possible complications. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." . This supplemental emdr represents composix mesh e/x (device #1). An additional supplemental emdr was submitted to represent mesh ¿ composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) on (B)(6) 2005, an unspecified bard/davol composix kugel hernia patch (device #2) on (B)(6) 2008 and an unspecified bard soft mesh on 03/24/2017. It is also alleged by patient attorney that on 06/04/2008 and 03/24/2017, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x (device #1) and a composix kugel hernia patch (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2005 - patient was diagnosed with obstructed incarcerated incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿adhesions in the sac were taken down to freed up the bowel and the sac was dissected. A composix e/x mesh was used for repair and secured by sutures.¿ on (B)(6) 2008 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the implant composix kugel mesh (device #2). Per operative notes, ¿hernia was partially reduced and there were dense adhesion to the distal part of the composix e/x mesh (device #1). Once the bowel was removed from the hernia, a composix kugel mesh (device #2) was placed intraabdominally and tacked to the fascia.¿ on (B)(6) 2017 - patient was diagnosed with infected abdominal wall mesh with small bowel fistualization thereby underwent open repair with the explant of composix e/x mesh (device #1) and composix kugel mesh (device #2) and implant of bard soft mesh (device #3). Per operative notes, ¿adhesions between the small bowel loops were taken down and composix kugel mesh (device #2) was removed. Then a composix e/x mesh (device #1) was eroded into the small bowel was identified. A composix e/x mesh (device #1) was removed and all adhesions were taken down. A piece of bard soft mesh (device #3) was placed over the fascial closure and tacked.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel removal, fistulae, infection, mesh migration, pain, hernia recurrence, wound vac and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix e/x (device #1) may have caused or contributed to the reported event. The attorney alleges that the patient had unspecified injuries; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #1). An additional emdr was submitted to represent the bard/davol composix kugel (device #2). There is no allegation related to the bard/davol soft mesh. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) on (B)(6) 2005, an unspecified bard/davol composix kugel hernia patch (device #2) on (B)(6) 2008 and an unspecified bard soft mesh on (B)(6) 2017. It is also alleged by patient attorney that on (B)(6) 2008 and (B)(6) 2017, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x (device #1) and a composix kugel hernia patch (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."